Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Opened head, and circulating nurse and surgeon were concerned about the appearance of the top of the inner sterile package. Implant was not placed on the field and a new one was opened.

Event description:
Opened head, and circulating nurse and surgeon were concerned about the appearance of the top of the inner sterile package. Implant was not placed on the field and a new one was opened.

Manufacturer narrative:
Conclusion: visual inspection of the returned indicated the top foam was stuck to the inner tyvek lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and released a memo regarding lidstock/foam sticking complaints dated (B)(6) 2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change. Product surveillance will continue to monitor for trends.

Event description:
Opened head, and circulating nurse and surgeon were concerned about the appearance of the top of the inner sterile package. Implant was not placed on the field and a new one was opened.